Event description:
Additional information was received. It was reported the cause of the stimulation issue and stim going out in the middle of the night was the patient needed to increase intensity on program 1, which gave patient stimulation in their back. The patient switched to program a which covered their back. Charging was reviewed with the patient and re-paired the remote with the battery/charger. Patient stated at meeting they could feel stimulation in their back.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller stated that they talked to their clinician and was told to call and request new batteries for the controller. Caller stated they were sent a new controller last year and rep was able to get it working again, but they were never sent a new battery. Caller stated they were using their old battery. Agent had a difficult time understanding the reason for call. Agent asked caller if they are able to recharge the controller and implant. Caller stated that they're not getting energy from the stimulation and that the battery level is not going down. Caller stated they're not getting any stimulation. Agent asked caller to turn the controller on, but the controller would not power on. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw the set up screen. Agent asked caller to insert the battery pack. Caller was having a difficult time getting the battery pack into the controller. Caller stated that they needed to find someone to help them get the battery pack back into the controller and asked agent to call them back after a few minutes. Agent agreed and attempted call back twice with no answer. Agent left a voicemail for patient asking them to call back for further troubleshooting. Agent did not ask event date, notify date, or managing physician due to nature of call. Additional information was received from the medtronic (mdt) rep called and repeated previously documented information. Mdt rep mentioned patient received a replacement controller and the controller has not been used. Mdt rep mentioned they were notified today that the black casing of the lithium (li) battery pack was cracked and missing some pieces. Mdt rep mentioned patient kept mentioning a pull tab on the li battery pack. Agent asked clarifying question and mdt rep confirmed there was no damage to the controller. An email was sent to repair to replace the li battery pack. Pt called back stating the rep provided pt a new controller. Since june 12th pt had been working on getting it to work. The controller was charged but it won't charge the implant. The rep told pt to get a new recharger. On the call pt ha software problem on the screen: 1-intellis; 2-3.6; 3-243; 4-'something' port. Instructed pt to do a reset. Pt then needed to wait for someone to come help them putting the battery pack in. Called pt back, had them clean the pins and try using it after the reset. The controller promoted pt to pair it to implant (ins) again. It showed the controller was too low. It appears both controller and implant batteries were depleted. Instructed pt to plug in the controller in the wall. The green light was blinking. Instructed pt to keep charging. Called pt back. The light was steady green. Had pt plug in the recharger. It went to charging screen with excellent recharge quality. Pt reported they were in pain and miserable. Pt had not had therapy for 2 days. Pt had gone for 1 week and 3 days with device working off and on. All week pt had to meet with rep 3 times trying to get this thing right. The rep said the charge should last 1.5 day but stim goes out in the middle of the night and only last 6 hrs. It would work for a few hours and would cut off. The rep said to get a new recharger. Reviewed charging frequency depends on usage and settings. Pt said they did not think the rep knew what they were doing. Redirected to their doctor. Additional information was received from the patient. Patient called back and stated that they've been having trouble with this device for going on 3 weeks. Patient stated it's not programmed right because the batteries are always full and they only feel stimulation if they have the paddle on. Patient stated once they unhook the recharger they no longer feel the stimulation. Agent had patient unlock the controller. Patient saw "no device found." Agent had patient connect the recharger and initiate a recharging session. Patient confirmed they were recharging with the controller at 100% and the implant at 80%. Patient confirmed they had received this controller a few weeks ago. Patient accessed the therapy screen and noted they were in group c. Patient switched to group b and stated they felt stimulation but only in their legs and they wanted to feel it in their back. Agent reviewed controller pairing information and programming guidance. Patient noted they tried calling the rep this morning but the rep was in surgery. Agent reviewed the controller needs to be unpaired and re-paired to the implant and that the patient may need to meet with the mdt rep for reprogramming.